Event description:
It was reported that the programmer has a cracked screen, the power cord door does not latch, and the electrocardiogram (ECG) signals are very noisy, even though the ECG cables have been replaced. The programmer was returned for repair. The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. EKG (electrocardiogram) port is broken loose causing the noisy signal. Overlay to screen is cracked. Media bay door is missing the latch. Power cord bay door latch is broken off. (B)(4) uplink tested out of specification; rf (radio frequency) head cable found out of electrical specification. Rf head cable is twisted.